Manufacturer narrative:
A sample was returned for investigation. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. The shunt was returned in a container within fluids. During investigation the shunt's lumen was found open. Because the shunt was returned within fluids, "blockage" complaint could not be negated. The root cause could not be conclusively determined and it is 'nconclusive - no problem found.

Manufacturer narrative:
A sample is in transit to manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after a glaucoma filtering shunt was implanted, it became blocked. The shunt was explanted. Additional information has been requested but not received. This is one of three reports being filed for this facility. Relevant tests and lab data: postoperative iop: 36mmhg (date unknown). Current iop: 6 mmhg (date unknown). Medical history: neovascular glaucoma.